Manufacturer narrative:
The investigation of aic - purge disc/flag issues has been completed. Logs are irrelevant to this complaint as the clinical staff only reported that the purge disc retainer may be broken. Upon examining automated impella controller (aic) for any visible defects, it was evident that the blue purge disc retainer was broken. Given the aic's purge retainer was broken, it likely contributed to the reported purge leak. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report: e4 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 41-year-old male patient of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the associated automated impella controller (aic) needed to be changed due to a leak in the purge system and maybe a broken purge disc. After aic was exchanged the pump ran well. There was no patient harm.